Manufacturer narrative:
Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. Device not returned.

Event description:
It was reported by the contact that the customer's personal profile settings had been erased in the pump. Tandem technical support reviewed the pump t:connect data and found that the pump's battery had not been charged and subsequently the pump went into storage mode at which point the pump underwent a factory reset. Cts advised the contact that the personal profile settings could be found in the t:connect history and entered into the pump. There was no reported impact to the customer's blood glucose level.